Event description:
During use of the device for a cardiopulmonary bypass procedure, the user observed an eod & eoe error code message. No other details regarding the nature of the event were provided. There were no reported adverse consequences to a patient as a result of this event.

Manufacturer narrative:
Device eval anticipated, but not yet begun.